Manufacturer narrative:
.

Manufacturer narrative:
(B)(4) date sent to the FDA: 12/29/2015. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hals right colon procedure on (B)(6) 2015 and barbed suture was used to close the fascia on the hand port site. The patient experienced abdominal incision seroma and drainage from the incision. Additional information has been requested.